Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain and complex regional pain syndrome type I reported they were in a coma for three months, and the implantable neurostimulator (ins) wasn't charged and became fully depleted. The doctor told the consumer they wouldn't be able to charge the ins or restart it, so it was left in the body, and a primary cell device was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.